Event description:
Initial reporter indicated that patient has been experiencing "drop seizures" two years post-implant and the physician recommended stopping stimulation with the magnet in an attempt to stop the "drop seizures". The physician was unsure on determining if the event was related to vns therapy.

Manufacturer narrative:
Device malfunction is not suspected.